Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's outer sheath was chipped by distal tip. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissor instrument for failure analysis investigation. The instrument was analyzed and found to have a cracked tube extension at the brown las marked section of the component. There were no broken pieces. Thermal damage was not observed. The crack was found on the "proximal" tube extension. There was one cracks observed, and the crack measured 1.81mm length. The complaint was confirmed by failure analysis. The probable root cause of a cracked tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Cracks in the plastic at this over mold area do not cause a complete fracture of the material.

Event description:
Refer to h11 for follow-up information.